Event description:
It was reported that during a hand assisted laparoscopic colon procedure attended by two physicians, the device ripped near the end of the procedure. The case was completed with no patient consequence.